Manufacturer narrative:
H6; code 400: bent cartridge lockout tab. Facility experienced an event with your endopath ets flex while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972541. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number a k00r3l bed k0, cartridge pan in place/condtion abcd yes/good, condition of drivers abcd good, lockout tab on pan condition abc good b bent, position/condition of wedge sleds abcd good. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyer lockout condition present no, result of attempted firing good. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "cut but did not staple" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Cartridge b had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cylce is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously impprove the products.

Event description:
During a laparoscopically assisted vaginal hysterectomy the initial firing of the atw35 was fine. The second firing cut but did not staple. The instrument could not be reloaded for the third reload. All white cartridges were used. An atb35 was opened to finish the case with two firings. There was no consequence to the patient.